Manufacturer narrative:
The device was received and analyzed. The memory content of the pacemaker was inspected, showing a normal device function while implanted and in service. In particular the battery holter showed no anomalies and the current consumption was normal. A detailed analysis of device data documented programmed parameters which represent a high current program (dddr, 60 bpm, a: 6.5v@1.5ms, v: 2.0 v @ 0.4 ms) resulting in a lower remaining service time. This is an expected device behavior. The pacemaker was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. In conclusion, the device proved to be fully functional. The analysis of the memory content showed a normal device behavior while the device was implanted and in service. There was no indication of a device malfunction.

Event description:
This device was explanted and replaced due to battery depletion. At pre-procedure interrogation, device showed 2 years and 9 months to eri, down from over 7 years at the time of the previous interrogation. No adverse patient events were reported. Should additional information become available, this file will be updated.